Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patients ipg became inoperable and lost communication with external devices. A manufacturer representative interrogated the system and restored functionality to the device. The patient is able to control and receive stimulation.